Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported his cycler alarmed for a heater bag alarm during an unknown stage of treatment. Treatment was discontinued. A new setup was done and treatment started over. During this attempt the cycler alarmed for a supply bag issue. Treatment was again discontinued. In the morning the patient found fluid in the cassette area of the cycler. The patient could not recall if there already was moisture present in the cycler's pump compartment when inserting the cassette during the second setup. The cassettes were discarded. During follow up the patient's nurse reported the patient had informed the clinic of the event. He was treated prophylactically with antibiotic vancomycin. He did not have any adverse event associated with the leak.